Event description:
The hcp reported that the pt was comatose and has a "back sore that has exposed the catheter." The system was removed due to an incisional wound infection. Dehiscence/opening of the lumbar or catheter tunneling site was noted with the tip of the catheter was noted to be protruding through the incision. Meningitis was not reported. She is being treated with broad spectrum antibiotics. The pt was receiving baclofen via the drug delivery system. The hcp reported that she does not believe the pt experienced withdrawal. It is unk if she is receiving oral baclofen. The initial reporter indicated that the pt's baseline condition is "vegetative/comatose" and is fed via a tube. The hcp reported that the pt has been opening her eyes and responding to simple commands.